Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t model transducer had limited side to side articulation. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the x8-2t model transducer confirmed the probe had lost its ability articulate in the anterior direction. After tearing down the transducer, a visual inspection revealed the steering cable used to create movement in the bending neck had pulled out of the proximal ferrule. The proximal ferrule is swaged or crimped onto the steering cable by the vendor, and the investigation concluded this process was performed incorrectly. A supplier change assessment (sca) has been initiated to increase the sample size for a destructive tensile strength test which will validate the ferrule swage and crimp in future manufacturing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.